Event description:
It was reported that on (B)(6) 2012, a surgeon in attendance at a symposium held as a corporately sponsored event during the nass convention in (B)(6) (not part of the official nass program and was not subject to nass guidelines), shared with the audience that he had performed two revision si joint arthrodesis surgeries on pts who had prior si joint arthrodesis performed with the ifuse implant system. This MDR is report 2 of 2 of the two revision cases performed. The surgeon gave no info that would distinguish the two revision cases. The surgeon stated that the reason for the revision surgery in both cases was that the pts were having recurring pain coming from the si joint. The surgeon also stated that the si joint in both cases "did not fuse." The surgeon provided no info regarding dates or details of the index surgery with the ifuse implants, clinical course of the pts after the ifuse surgery, how the diagnosis of non-union was made, the findings on imaging prior to the revision surgery, the attempted removal of the implants, and how the pts did clinically after the revision surgery. The revision surgery on both pts was performed through an anterior approach. The surgeon stated that he "cut through the ifuse implants" and "fused the joint" in both pts. The surgeon did not elaborate on any surgical details or provide details of the difficulty of cutting through the implants or the amount of metallic debris. No info regarding the graft material placed, if any, was provided, nor did he describe any placement of additional hardware. The clinical course and outcome of the pts after the revision surgery was not provided. There was not an si-bone rep present at either of these revision cases. Si-bone's vp of medical affairs unsuccessfully attempted to speak with the surgeon at the conclusion of the symposium. Later attempts to obtain additional info by e-mail and phone have also been unsuccessful.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is unk.